Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, noise was observed on the right atrial (ra) lead. No intervention has been performed, and the ra lead is currently being monitored. The patient was stable with no adverse consequences.